Event description:
It was reported that cgm displayed error message during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received full pump reset instructions, performed pump reset with guidance, and successfully started new sensor session without error recurring.